Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, this is being corrected to a non-reportable event. It has been confirmed that the reported error (e116) is a failure associated with the camera control unit (otv-s400) which has been appropriately reported to the FDA (in medwatch 3002808148-2023-12448 under patient identifier # (B)(6)). Since e116 is not a failure related to the camera head (ch-s400-xz-eb), it has been determined that no reportable malfunction occurred relating to this device. Therefore, this supplemental report is to provide the correction and to inform that there was no reportable malfunction associated with the subject device captured in this complaint.

Event description:
The customer reported to olympus, the camera head received an e116 camera control unit error. The issue was found during an unspecified procedure. The system did not recover even after the power was turned back on. The system was replaced and the procedure was completed. There were no reports of patient harm. This medical device report is related to the following patient identifiers: (B)(6) - (ch-s400-xz-eb, procedure 1). (B)(6) - (otv-s400, procedure 1). (B)(6) - (clv-s400, procedure 1). (B)(6) - (ch-s400-xz-eb, procedure 2, this MDR). (B)(6) - (otv-s400, procedure 2). (B)(6) - (clv-s400, procedure 2).

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.